Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer was unable to turn on. Analysis was also able to determine that due to the ingress of liquid the micro processor unit (mpu) was defective. It was noted that the power supply was defective and the floppy drive was not working. It was further noted that the paper drawer, upper handle, lower handle, left keyboard hinge and the cord bay were broken. Additionally, it was noted that the incoming test was not possible. The programmer was scrapped with the approval of the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to turn on. The programmer has been returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.